Event description:
Patient was having laparoscopic inguinal hernia repair. Protacker would not fire smoothly. Surgeon described it as "catching" and then "jorking." It was removed from patient without a problem and a new protacker was used. (B)(4).